Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had a high blood glucose value of around 600 mg/dl. The customer did not mention any symptoms of their blood glucose levels. The customer did not mention any form of treatment for their blood glucose levels. The insulin pump will not be returned for analysis.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. Unit received with operating currents within specs. Unit passed displacement test, selftest, rewind, basic occlusion test, occlusion test, prime test and excessive no delivery test. Unit received with partially broken off piece of the reservoir tube lip and battery tube threads. Unit received with cracked case at the display window corners and display window. Unit received with traces of corrosion at the battery tube threads. No unexpected pump shutting off during testing anomaly noted.